Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a pericardial effusion occurred. While using an intellamap orion¿ catheter in the left atrium and a non-bsc catheter for an atrial fibrillation procedure, pericardial effusion occurred. The effusion was treated by performing a pericardial puncture to remove the blood. The blood was analyzed and noted to be venous blood, and therefore it did not come directly out of the left atrium. The cause of the pericardial effusion is not known. No further patient complications were reported and the patient's status is stable.